Manufacturer narrative:
No RMA has been initiated for this issue. Model m51, serial number/date code (B)(4) is approximately 3 years 8 months old. The user manual part number 1125085 rev I (jul-07) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer has preexisting medical conditions including polio, high blood pressure and stroke. Their stability and medication regimen is unknown. The consumer is an (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Brand new batteries with a full charge allegedly only last approx. 1 1/2 hours. They allegedly lose the first bar then drops. No injury is alleged.